Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated. Correction of 510(k) # k090495.

Event description:
Consumer complaint of about high blood results. Caller usually gets results around 159mg/dl. The last results in memory: 467 mg/dl, 446 mg/dl, 494 mg/dl, 232 mg/dl and 374 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (494) and the normal result (159) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Caller usually gets around 159mg/dl. The last results in memory: 467 mg/dl, 446 mg/dl, 494 mg/dl, 232 mg/dl and 374 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (494) and the normal result (159) is located in zone c. No adverse event reported.